Event description:
It was reported that the patient experienced a loss of therapeutic effect and multiple areas of pain. Return of pain in the patient's back caused numbness in the foot which caused the patient to fall and break an ankle, which lead to hip pain. It was later reported that the device system was explanted due to lack of effect caused by scar tissue that had grown densely around the lead, affecting the stimulation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 377860, lot# v023021020, implanted: (B)(6) 2007; explanted: (B)(6) 2010; product type: lead. Product ID 3550-29, lot# n0042729, implanted: (B)(6) 2007, product type: accessor. Product ID 37742, serial# (B)(4); implanted: (B)(6) 2007; product type: programmer. Patient product ID 37752 , serial# (B)(4), implanted: (B)(6) 2007; product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported a loss of therapeutic effect. The patient reported that she had multiple areas of pain that were likely related to each other. The patient reported pain in her back caused numbed in foot which caused her to fall and break her ankle. The patient reported that the broken ankle caused her to walk in a manner that affected her hip and she now had pain in her back, foot, ankle and hip. Additional information was received from the patient on 2011-04-15. The patient reported that she had the system removed on (B)(6) 2010. The patient reported that the system wasn¿t working because they had scar tissue that had grown densely around the lead, so stimulation wasn¿t going far enough to help with the pain. Additional information was received from the patient on 2017-11-21. The patient reported that scar tissue grew on the leads, so the pulsation wasn¿t going through, so it was switched out after 3 years. No further complications were reported.